Event description:
A 22mm diameter x 13mm diameter x 13.5cm length aneurx bifurcated stent graft was successfully implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The pt had a history of coronary artery disease, chronic renal insufficiency, hypertension, a cerebral vascular accident, renal artery stenosis and a previous pneumonia. The diameter of the proximal non-aneurysmal aortic neck was 19mm and was reported to be long at over 4.5cm. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysaml iliac neck was 15cm. The procedure was performed via bilateral femoral cutdowns. The pt's iliac vessels were small but able to tolerate passage of the devices. A 22 french sheath was placed on the right. Because of a tight distal neck, a 16 french sheath was placed in the left to protect the interest at the level to prevent stent jailing. The stent graft was deployed through the right side. It is reported that the runners were difficult to pull due to the proximal stenosis; therefore, the physician used the "buttressing" technique from the opposite side by using the 16 french sheath to "buttress" at the level of the crotch of the stent graft. The proctoring physician reports the reason for the difficulty to remove the runners was significant stenosis at the distal portion of the aortic neck as well as the distal neck of the aneurysm, both of which caused significant friction on the steel runners. The physician reported that the runners could be removed safely without the stent graft and a 13mm diameter x 11.5cm length iliac stent graft was deployed without difficulty. Both hypogastric arteries remained open and there was good positioning of the stent graft. Arteriography revealed no leak. On post deployment, the proximal and distal aortic necks were angioplastied at the areas of stenosis with 10x4 balloons. On eval of the right side, there appeared to be a moderate intimal dissection in the common iliac artery and the beginning of the external iliac artery, which was treated with a 10mm x 6cm wallstent without difficulty. It is reported that due to the small size of the iliac vessels and disease, the physician had to reconstruct both groins. It was reported that there was accurate placement of the stent graft with successful outcome and exclusion of the aneurysm. There were no additional clinical sequelae reported relative to the event.